Event description:
It was reported that prior to start of da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report receiving an "error drive disabled" message with error code 1162 while preparing to dock the sp system. Despite rebooting the system before the call, the error persisted. The tse attempted to view the system logs but was unable to do so since the system wasn't connected to onsite. The tse recommended performing a hard reboot on the patient side cart (psc), which the site did, but the non-recoverable error 1162 returned upon powering back on. Another system reboot was attempted, but the error continued to persist. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse identified that the issue was related to sensor alignment on the cannula mount. The fse adjusted the sensors using kapton tape, which resolved the error. Following the adjustment, the system powered on and operated normally without triggering error 1162. The probable root cause may be attributed to misalignment or improper signal detection from the sensors on the cannula mount. This issue can resolved by adjusting the sensors in order to ensure the correct alignment and reliable signal transmission. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.